Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 05/02/2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Camera was not responding. Return requested for suspect camera. Replacement camera shipped to site. Medtronic investigation of returned suspect device finds that the positioning sensor unit (psu) was received poorly packaged and has many scratches on the housing and lenses. When connected to a known good system the psu beeped constantly at power-up and could not establish communication. The psu is not functional. Electrical failure. The psu failed an aak test at .67 mm with a passing threshold of .60 mm. A high line separation was also reported at 3.02 mm. The psu is not usable. Failed diagnostic test. Hardware investigation was completed. This camera issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. Return requested. Replacement optical power/comm cable shipped to site. Medtronic investigation of returned suspect cable finds the cable to be in good condition with no apparent physical damage. However, a continuity check revealed an open from pin 5 of the db9 connector to pin 5 of the p1 lemo connector. Electrical failure. Hardware investigation was completed. This cable issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. No further issues have been reported.

Event description:
A medtronic representative reported a navigation system camera that was not showing status, power or any type of communication. The camera was not responding to the navigation system properly. No further details regarding the behavior, or specifically when it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative reported that the reported event occurred in (B)(4).